Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device preparation of the ht command es guide wire, during tip shaping, the coating was noted to have come off. The device was not used. There was no patient involvement and no reported clinically significant delay in the procedure. A new ht command guide wire was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported peeled was unable to be verified due to the condition of the returned device (polymer separation). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal from the dispenser coil and/or during tip shaping the core bent and ultimately resulted in the reported peeling and noted polymer separation. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.